Event description:
End user stated: "while on patient, bp was pressed and unit locked up. No buttons worked and ECG on display stopped. Unit power was cycled and display went blank." There was no patient harm involved.